Manufacturer narrative:
(B)(4). The patient's age is late 60's. Concomitant devices - nexgen cr-flex femoral component size e left, catalog #: 00595001505, lot #: 60749856, nexgen stemmed precoat cemented tibial component size 3, catalog #: 00598003701, lot #: 60859327. Report source - (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface to address pain. At the time of the revision, the articular surface was found to be significantly worn. Attempts have been made, however, no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of pictures provided identified that the device showed signs of use and was discolored, severely worn out and delaminated. The device history records were reviewed and no discrepancies were identified. Per the package insert, wear is a known adverse effect of the system, however, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.